Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 90% stenosed de novo, 12mm x 4mm, concentric shape, located in the severely calcified and mildly tortuous right coronary artery (rca). A 12 x 4.00 promus elite stent was deployed in the rca. While advancing the 12 x 4.00 promus elite stent, significant resistance was encountered and a dissection was noted. To cover the dissection, a 16 x 4.00 promus premier stent was deployed. The procedure was completed, and the patient was reported to be stable and responding well.